Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge appeared to be slightly warped in the middle. Reportedly, the cartridge would not fit onto the pump. The contact successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.